Event description:
Patient reported since using the byte aligners they are notice they have gum recession since starting treatment. Their dentist has concerns about this. At check in patient marked true to root resorption.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.